Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnection board and deleted the flash. The system operates as intended.

Event description:
The customer reported that the system locked up. No pt injury was reported.